Event description:
The caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The issue did not lead to a pump shutdown, and after a pump reset, no further issues with battery depletion were reported.